Event description:
It was reported that artifacts were seen on multiple brain scans. These artifacts, due to their asymmetrical and transient nature may resemble pathology and in some instances may require that a patient be sent for further diagnostic testing prior to diagnosis. The field service engineer was able to reproduce the issue and fix the issue by doing an air evacuation procedure. The daily qa checks, as called for in product labeling have proven to be effective in identifying this type of image artifact, as expected and designed. The probability of a misdiagnosis or mistreatment is remote as the artifact's characteristics enable it to be identified as a suspected artifact requiring further investigation. A patient may be requested by the healthcare provider to receive another diagnostic exam to verify the suspect artifact. Information from the site regarding patient impact is incomplete and ongoing. To date, there have been no reports of injury associated with this event.

Manufacturer narrative:
The problem was caused by air in the cooling oil, which has been known to cause smudge artifacts on this type of system. These artifacts, due to their asymmetrical and transient nature, may resemble pathology, and in some instances may require that a patient be sent for further diagnostic testing prior to diagnosis. The ge field service engineer was able to reproduce and fix the issue by performing an air evacuation procedure. While daily quality assurance checks, as prescribed in product labeling, have proven to be effective in identifying this type of image artifact, the probability of misdiagnosis or mistreatment is remote, since the artifact's characteristics enable it to be identified as a suspected artifact requiring further investigation.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.